Event description:
On three occasions the physician has noted that patients who've had the chest drain valves in place for several days, the flutter valve is falling off where it is affixed to the plastic. The physician is concerned that this could cause a pneumothorax instead of preventing it. No injury to the patients.

Manufacturer narrative:
Expiration - unk as lot is unk. Event evaluation: still under investigation.